Event description:
It was reported by a customer in the USA that, during patient use, the 840 ventilator graphic user interface (gui) had a communication malfunction with the breath delivery unit (bdu). There was no reported patient injury.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the graphic user interface (gui) printed circuit board (pcb), gui to breath delivery (bd) cable, and upgraded the software to the current revision, which resolved the reported issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. Covidien reference # (B)(4).